Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The shaft was torn exposing the spring body 0.7¿ proximal to the distal tip. No other visual anomalies were noted. The catheter was recognized by the catheter interface module and zonare viewmate system, however functional testing was not possible due to the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage is consistent with damage during use.

Event description:
Prior to the procedure, the distal tip of the catheter appeared bent when being removed from the packaging. The catheter was still used for the procedure, but the image quality was noted to be poor. When removed from the patient, the catheter tip was fractured, exposing the internal components. The device was exchanged, and the procedure was completed with no adverse consequences to the patient.